Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the ring was explanted after an implant duration of approximately 13 years (156 months) due to mitral regurgitation. Based on the follow-up with the health-care provider, the ring explant was patient related. The subject ring was replaced by a 29mm edwards bioprosthesis valve. Per the operative report, the patient had fairly dense adhesions surrounding the heart. The right side of the heart was markedly enlarged, both the right atrium and right ventricle. The mitral ring was dehisced over about two-thirds of the circumference, including all the posterior leaflet and some of the anterior leaflet and in that sense it was almost free floating, attached by about 5 or 6 stitches to the anterior leaflet. The mitral valve replacement appeared to be functioning nicely at the end of the case, as was the tricuspid valve, which was repaired with a 26mm edwards annuloplasty ring. There was significant bleeding after going of bypass and the surgeon spent a considerable amount of time working on the bleeding. At the end of this period of time, before the chest was closed, it appeared that adequate hemostasis had been obtained.

Manufacturer narrative:
"Mitral ring was dehisced over about two-thirds of the circumference." Device not returned. Additional manufacturer narrative: ring dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate valve repair in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease. Unfortunately, the subject device was not returned to edwards, therefore, no evaluation can be performed to determine the root cause of this event. The device history record (DHR) review was not completed at this time since the provided serial number for this event does not exist. No further actions are possible with the available information.